Event description:
It was reported that in the past several weeks, the non- boston scientific right ventricular (rv) lead exhibited high out-of-range pacing impedance measurements. The health care professional (hcp) reached out to technical services (ts) to review the data on this implantable cardioverter-defibrillator (ICD). Upon review, it was determined that trending displayed a few pace impedance spikes from high impedance measurements to high out-of-range pacing impedance measurements. Additionally, there was an isolated stored signal artifact monitoring (sam) episode, however, there is no noise consistent with minute ventilation (mv) feature settings. Ts discussed possible causes and provided troubleshooting options. At this time, the ICD system remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).